Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "broken [ruptured]". Clarification to d6a - implant date: "2008-2009" (year range received).

Event description:
Patient reported, left side "broken [ruptured]". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6(a), d6(b).

Event description:
Patient reported left side "broken [ruptured]". The device has been explanted and replaced.